Event description:
On (B)(6) 2013, (B)(4) received a verbal complaint on a high frequency unipolar cable (8106.033). Facility reported that a spark shot out during procedure. Pt was on the table however no injuries to pt or staff occurred.

Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned as of (B)(4) 2013. Request for device or photo to be submitted. Facility reported no injuries to pt or staff. Device purchased (B)(6) 2003, over 9 years old. Broken strands in the cable will cause the cable to arc/spark during the application. Broken strands can be caused by normal wear and tear, or pulling on the cord (cable) instead of the black plug. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Description of event, cable ID and serial number of cable were sent to manufacturer. (B)(4) considers this matter closed. However, in the event we received the device or additional information is received, we will provide FDA with follow-up information.